Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant. The ICD device, right ventricular (rv) lead and right atrial (ra) lead were explanted due to unknown product performance anomaly. A new replacement system was implanted successfully. No additional adverse patient effects were reported. No additional information received at this time. Subsequent additional information received that indicated the full system explant of this implantable cardioverter defibrillator (ICD) system was due to right ventricular (rv) lead perforation and patient discomfort. No additional adverse patient effects were reported. The rv lead was returned to facility awaiting analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant. The ICD device, right ventricular (rv) lead and right atrial (ra) lead were explanted due to unknown product performance anomaly. A new replacement system was implanted successfully. No additional adverse patient effects were reported. No additional information received at this time. Subsequent additional information received that indicated the full system explant of this implantable cardioverter defibrillator (ICD) system was due to right ventricular (rv) lead perforation and patient discomfort. No additional adverse patient effects were reported. The rv lead was returned to facility awaiting analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant. The ICD device, right ventricular (rv) lead and right atrial (ra) lead were explanted due to unknown product performance anomaly. A new replacement system was implanted successfully. No additional adverse patient effects were reported. No additional information received at this time.